Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The user alleged air pressure off. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported disability or permanent damage after review it was determined that disability or permanent damage was incorrectly selected. There was no allegation of serious or permanent harm or injury.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging air pressure issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's service center for investigation. The manufacturer inspected the external and internal part of the device and no found evidence of the contamination. The manufacturer was not able to confirm customers allegation and device was scrapped. Section d8, d9, h2, h3 and h6 was updated in this report.